Manufacturer narrative:
Catalog number was updated from 08k25-25 to 08k25-20. Lot number was updated from unknown to 07018i000. A product investigation was performed and included a review of customer issue, search for similar complaints, a review of tracking and trending, historical performance, and product labeling. Review of trending data identified an increase in complaint activity related to the complaint issue. The lot search for likely cause reagent lots 07018i000 and 04318i000 did not identify an increase in lot activity for falsely elevated patient results. A device history record review was performed for list 8k25, which did not show any related potential non-conformances, deviations, or nonconformances. A review of world wide data indicated that the patient median result for lots 07018i000 and 04318i000 are within the established control limits. Therefore, no unusual reagent lot performance was identified for lots 07018i000 and 04318i000. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-20 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer reported multiple false elevated intact parathyroid hormone (pth) results when processing on the architect i2000sr. For one sample the initial result was 125 and when retested using cobas the result was 35. Another sample generated a result of 97 pg/ml. The customer uses a normal reference range of 15 to 68.3 pg/ml. Additional testing with phosphorus-calcium assessment and an ultrasound of the thyroid were both normal. No impact to patient management was reported.